Event description:
Customer reported a malfunction with a pump, identified by the code "malf 12," indicating a momentary power loss to the vibrator motor. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump to ensure continued insulin delivery and was instructed by technical support to return the faulty pump using a pre-paid label within ten days after placing it in storage mode.